Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and issue was confirmed using the error logs. Functional testing revealed that the unit generated error code m-02-7 when using monopolar energy port #1. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the customer was having an issue trying to get the ground pad to be recognized. The staff power cycled the system and erbe, but the issue remained. The staff tried two different ground pads, but the issue remained. The intuitive tech support engineer (tse) reviewed the system logs but found no related issues. The tse had the caller put the ground pad on a nurse, but the issue remained. The staff brought in another vision side cart and the ground pad worked without issues. The staff proceeded with the case. There were no reports of patient injury.